Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient's daughter stated the patient experienced slight bleeding upon insertion of the sensor and after the 2-hour warm-up period, the cgm value was 200 mg/dl with one arrow up. The patient was given insulin by her daughter based on the cgm value. Shortly afterwards, the cgm displayed 154 mg/dl; however, the patient became diaphoretic, shaky and felt she was going to pass out. A finger stick bg was performed, and the bg was 54 mg/dl. The paramedics were called and the patient¿s bg per emergency medical services (ems) was 52 mg/dl. Unspecified treatment was provided, the paramedics stayed with the patient until her bg stabilized. At the time of report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.